Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hysterectomy on (B)(6) 2011. The patient underwent sling revision concurrently with a cystoscopy on (B)(6) 2011 due to pelvic pain and voiding dysfunction. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Resubmission with the correct file number.(B)(4). It was reported that following insertion the patient experienced dyspareunia, discomfort, urgency, and frequency. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy, novasure ablation, posterior repair, and dilatation and curettage.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.